Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were the needle pieces removed from the patient during the same procedure? : yes.

Manufacturer narrative:
Date sent to the FDA: 08/13/2019.

Manufacturer narrative:
Product complaint #: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: failed suture needle was returned for evaluation. The components were identified as product code sxpp1a400. A fracture was observed at the tip of sample a. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A fracture was not observed on sample b (representative) returned for evaluation; therefore, no additional analysis was performed. According to the sample condition no needle breakage was observed.

Event description:
It was reported that a patient underwent a gynecological procedure for uterine fibroids on (B)(6) 2019 and suture was used. During the procedure, the needle breakage occurred. The procedure was completed with another device of the same product code. There were no adverse patient consequences reported.